Event description:
During a pre-use check the ventilator would not cycle. The inspiratory valve (step motor) was found to be bad. It was replaced and the unit is operating within MFR's specs. No patient involvement or injury occurred. The bad part was reported discarded. This report was generated from sap report screening.